Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect - clinical code - 4581 appropriate code/ term not available ¿ chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient was aboard a cruise ship when she experienced severe symptoms during the night, including excessive sweating, feeling extremely hot and cold, and loss of consciousness. At this time, the cgm displayed a glucose reading of 115 mg/dl. No fingerstick blood glucose (fsbg) test was performed. The patient's husband alerted ship personnel, who transported her from the cabin to the ship¿s medical clinic for evaluation and treatment. The patient stated that she was unable to recall the events that occurred during the night due to the incident. On the morning of (B)(6) 2026, prior to discharge from the ship¿s medical clinic, the patient reported receiving two glucose injections, intravenous (IV) dextrose and multiple blood draws for glucose testing. No blood glucose values from the clinic were available. The patient was also instructed to remove both her omnipod and dexcom sensor. Additional information could not be obtained because the chat was disconnected. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.